Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image (evis) was observed to have no output. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of communication error b30 and the static image was traced to component failure. Additionally, image (evis) was observed to have no output was due to faulty plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported when plugging into the gastrointestinal videoscope it said communication error b30 (scope communication error) and it's just a bunch of static. The issue occurred during inspection for use. There were no reports of patient harm.